Event description:
Cranioplasty following a craniotomy to debulk a tumor was performed on pt using norian crs bone cement. Approx 1 year out the norian crs bone cement outer layer looked separated from the inner layer. Pt will be scheduled for revision and explant of norian crs bone cement.